Event description:
Drain broke in half as it was being removed from the pt's abdomen. S/p exploration of common bile duct, lysis of adhesions, choledoeholithotomy t-tube choleystogram on 8/19/96. Pt was returned to or 8/24/96 for exploration and removal of retained drain. Drain was found and removed below the abdominal wall. The abdominal wall was closed with absorbable suture. The ascitic fluid was leaking, but this was suctioned out. Then subq stitches were also put in place with absorbable suture and the area was closed with staples. Estimated blood loss was minimal, there was 1100 cc of ascitic fluid drained.